Event description:
Per spontaneous call, ms-3 pump serial number (B)(4) was dropped and showing occlusion, serial number (B)(4) lost programming. Couriering pumps for delivery today. Pt has been off therapy for 40 mins. Advised will need to go to ER. She is having no breathing issues. Will send pumps back. No more info given. Reported to (B)(6) by pt/caregiver.